Event description:
Boston scientific received information that this right atrial (ra) lead and cardiac resynchronization therapy defibrillator (crt-d) system intermittently exhibited greater than 2000 ohm pacing impedances. No noise was noted on the lead, and the measurements were unable to be reproduced. However, the frequency of the high, out of range, pacing impedances was increasing, therefore, surgical intervention was performed. The ra lead broke during the extraction, and so the physician went in through the groin and snared the tip of the lead. The crt-d was replaced as the estimated battery remaining was 1.5 years, and the device was included in the subset of devices described in the low voltage capacitor product advisory that was communicated on august 29, 2013. However, this device did not display any behaviors consistent with that advisory communication. A new crt-d system was implanted and no additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two segments with dried body fluid throughout the lead lumen, and dried body tissue entwined through the tip of the distal segment. The lead was fractured at 770 mm from the terminal pin at the location where the suture sleeve was tied down. Both the portions of the lead that were returned had stretched conductor coils. Laboratory testing was able to confirm the field observation that the high pacing impedances were caused by the lead fracture.